Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the pump was returned due to end of life, battery depletion. After the device was removed the patient recovered without sequela. It was noted that the device was not replaced, the pump and catheter were returned to the manufacturer.